Event description:
Customer reported that they went to bolus and the numbers kept scrolling up. Customer stated that they changed the batteries and received a weak battery alert. Customer also stated that they wear the insulin pump against their body. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. Numbers do not ramp up or scroll bar moving with no input.